Manufacturer narrative:
Patient city: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set was not inserted correctly. The high blood glucose level was treated by manual injection. No further information available.